Event description:
Consumer complaint of low blood glucose results. Results in memory indicated a result of 99 mg/dl. Caller states his glucose results from another meter are normally 170-180 mg/dl and is getting 60-70 mg/dl higher results. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).